Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Visual test, functional test & performance test were performed. The customer's reported problem was confirmed. The root cause of the issue is that is a broken heater wire. The heater assy was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the over-temperature alarm occurred several times. There was patient involvement and unknown patient harm/adverse event reported.